Event description:
During remote monitoring, episodes of far-field r-wave oversensing resulting in inappropriate mode switch were observed on the device. Reprogramming is anticipated, but no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. However, the oversensing continued. New reprogramming recommendations were provided. No further intervention was provided at this time. The patient was in stable.